Event description:
It was reported to boston scientific corporation that a microknife xl was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, the nurse prepared the device accordingly. The device was then inserted through the working channel of the duodenoscope and tip of the catheter exited until the green line. When then nurse tried to extend the needle; however, it would not extend, which was tried several times. The device was removed from the scope and when it was tested outside the patient, the needle would extend. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: the product analysis revealed the needle lumen was blocked/occluded with foreign material.

Manufacturer narrative:
(B)(4). The returned microknife xl was analyzed, and a visual evaluation noted that there were no visual problems observed in the device. Functionally, when the handle was actuated, the needle did not extend. Per x-ray inspection, it was observed that the needle was in good condition and there was no evidence of needle break. Per the dimensional inspection, the distance between the cannula and the tip of the needle was within specification. The device was observed under magnification, and the needle was in good condition with no evidence of needle break; however, it was noted that the needle lumen was blocked/occluded with foreign material. The foreign material was determined as an inorganic matter. No other problems with the device were noted. The product analysis revealed the needle lumen was blocked/occluded with foreign material. The foreign material was determined to be an inorganic matter. Additionally, it was also found that the foreign material was not a material from manufacturing process. This condition could have been generated due to the process of preparation/procedure. The physician could have injected some substance that could occlude the lumen of the wire; therefore, inhibiting the wire from coming out of the extrusion. Based on all available information, the conclusion code of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.